Event description:
The laser probe for the constellation machine became separated. The cord from handpiece, 3 different probes opened all same lot number. 4th probe opened and worked just fine-different lot number. Escalated to management with all faulty handpieces. Manufacturer has been informed by supply chain management.